Event description:
The physician was using a sprinter over the wire (otw) balloon in the mid lad which was reported to exhibit 99% stenosis. No abnormalities were noted during preparation of the device prior to use; however, difficulties were encountered during the deflation of the balloon. The physician attempted to over inflate in order to rupture the balloon but was unsuccessful. After another attempt the balloon deflated. No clinical sequelae reported. Device evaluation: the distal tip was flared and damaged. Visual inspection of the device confirmed that the balloon bond was necked. The balloon was successfully inflated to rated burst pressure within specification. The balloon was successfully deflated from rated burst pressure within specification.

Manufacturer narrative:
Evaluation results and conclusion: the root cause of the reported event was most likely procedural related. (B)(4).